Event description:
Procedure type: rectum resection. According to the reporter: deep rectum resection at about 10cm. The patient had slight bleeding out of the circular clip seam row shortly after the procedure. The bleeding increased and had to be treated coloscopically three days after surgery. The patient developed a hematoma and out of it an insufficiency at the clip seam row.

Manufacturer narrative:
(B)(4).